Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency department with their right ventricular lead exhibiting high out of range pacing impedance. Lead was capped and replaced on (B)(6) 2020. Patient was stable after the procedure.